Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker failed to provide low voltage output upon leads connection. The issue was further confirmed with the leads working fine when connected to the pacing system analyzer (psa). The pacemaker was not used and was replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation with appropriate remaining longevity. Analysis performed, including output verification found no anomaly contributing to reported event of no pacing. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.